Event description:
It was reported to boston scientific corporation that a flexima biliary stent was placed during a biliary and pancreatic sphincterotomy and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 for treatment of a proximal biliary structure. According to the complainant, during the procedure, the stent was implanted in a satisfactory position across the stricture. However, on (B)(6) 2014, a perforation of the duodenum was detected. The perforation led to complete proximal migration of the flexima biliary stent. The migration was not a result of stricture resolution. It was confirmed that the perforation was related to the ercp procedure only and was not related to the plastic stent. A surgery was required to treat the perforation, which included a duodenum suture and cholecystectomy. At this time, the plastic stent was removed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was placed during a biliary and pancreatic sphincterotomy and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014 for treatment of a proximal biliary structure. According to the complainant, during the procedure, the stent was implanted in a satisfactory position across the stricture. However, on (B)(6), 2014, a perforation of the duodenum was detected. The perforation led to complete proximal migration of the flexima biliary stent. The migration was not a result of stricture resolution. It was confirmed that the perforation was related to the ercp procedure only and was not related to the plastic stent. A surgery was required to treat the perforation, which included a duodenum suture and cholecystectomy. At this time, the plastic stent was removed. Additional information received april 14, 2014. The physician deemed the perforation noted on (B)(6), 2014 was related to the stent placement procedure and to the biliary plastic stent. A partial distal migration of the plastic biliary stent was detected on (B)(6), 2014 and the flexima stent was removed surgically. The patient was admitted into the hospital for the stent placement procedure on (B)(6), 2014 and was discharged on (B)(6), 2014. The event was considered resolved as of (B)(6), 2014.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was placed during a biliary and pancreatic sphincterotomy and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 for treatment of a proximal biliary structure. According to the complainant, during the procedure, the stent was implanted in a satisfactory position across the stricture. However, on (B)(6) 2014, a perforation of the duodenum was detected. The perforation led to complete proximal migration of the flexima biliary stent. The migration was not a result of stricture resolution. It was confirmed that the perforation was related to the ercp procedure only and was not related to the plastic stent. A surgery was required to treat the perforation, which included a duodenum suture and cholecystectomy. At this time, the plastic stent was removed. Additional information received april 14, 2014. The physician deemed the perforation noted on (B)(6) 2014 was related to the stent placement procedure and to the biliary plastic stent. A partial distal migration of the plastic biliary stent was detected on (B)(6) 2014 and the flexima stent was removed surgically. The patient was admitted into the hospital for the stent placement procedure on (B)(6) 2014 and was discharged on (B)(6) 2014. The event was considered resolved as of (B)(6) 2014. Additional information received on 04aug2015. The plastic biliary stent involved in this complaint was not a bsc device. The brand name of the device and its manufacturer were not reported. If any further relevant information is received, a supplemental MDR will be filed.